Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on june 27, 2022- june 28, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye noted fluid inside the bag that contained the unit which suggested a leak had occurred. The reported condition was verified. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Further inspection revealed there was extra solvent present which caused the melting of the tubing which likely decreased the integrity of the tubing and caused the breakage to occur during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.